Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. The original MDR was submitted with code 3190 for patient code, code 3263 for method code and code 92 for conclusion code which no longer exist. Code 4580 has been selected for health effect clinical code (new field). Note: this report is being submitted retrospectively per FDA request.

Event description:
It was reported that when the catheter was inside the patient's body, it generated a poor quality image. The user made adjustments but the issue remained. The catheter was replaced and the reported issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.